Event description:
It was reported that during a cryo ablation procedure, there was a kink in the distal portion of the sheaths. The sheaths were replaced and the procedure was completed. It was noted that the patient experienced cardiac tamponade two hours post procedure. The patient was hospitalized and is doing well. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and sheath, 4fc12 with lot number 01212 were returned and analyzed. The data files recorded system notice 50012 ¿the refrigerant delivery path is obstructed¿ unrelated to the reported issue. Visual inspection of the sheath showed that the shaft was kinked 2.35 inches from the tip. A clinical issue was encountered during the procedure. In conclusion, the reported kink was confirmed through testing; the sheath failed the inspection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.